Event description:
It was reported that while in recovery, the patient started coughing and the distal cover was discovered inside the patient's mouth. The cover was removed. It was confirmed that the distal cover did not appear damaged. An anti-fog or other agent was not used during the procedure. Also, it was confirmed that the distal cover was pushed firmly in place during installation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the distal cover likely easily detached from the scope due to the following: 1. The distal cover was insufficiently attached. 2, the user applied a load of friction to the distal cover by twisting, pushing, and pulling it in body cavity or stress such as interference with the mouthpiece during the procedure. The event can be detected/prevented by following the instructions for use (IFU) in sections: chapter 3: section 3.5 ¿ preventive measures chapter 4: section 4.1 ¿ detection this supplemental report includes additional information received from the customer. B5 updated accordingly. A correction has been made to d8, e3, and g2 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the distal cover attachment came off inside the patient. The scope was retrieved from the patient. The issue occurred after endoscopic retrograde cholangiopancreatography therapeutic procedure. There were no reports of patient harm.